Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2: complete contact phone number: (B)(6).

Event description:
It was reported the video system center sparked when turned on for use and stopped working during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: because locking lever was loosened, noise appeared on the image and endoscope image was not shown. A root cause could not be identified. Based on the results of the investigation, the investigation findings did not lead to a clear conclusion about the cause of the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.